Manufacturer narrative:
A ge representative evaluated the system and replaced 2 blown fuses. The system operates as intended.

Event description:
The customer reported the system will not produce x-rays. No pt injury was reported.